Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the imaging system. It was found that the mobile view station (mvs) power cord was faulty and needed to be replaced. Performed main supply fused test which passed. Also found the connector panel was bent and the umbilical cable was not connected properly and needed to be replaced. The mobile view station (mvs) cable was replaced (not by medtronic representative) and the system performed as intended. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system outside of procedure. It was reported that the system's batteries were not charging. No patient was present.